Event description:
Visicu received a report from a health system stating when a patient was setup and linked in ecare manager, their medications failed to import. The medications were re-transmitted and imported properly. The manufacturer is currently investigating issue and a follow-up will be submitted when investigation is complete.

Manufacturer narrative:
Remote connectivity will used to evaluate the software at the health system.